Manufacturer narrative:
Correction: used on an animal, not MDR reportable.

Event description:
Na.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needle; needle broke. The following information was provided by the initial reporter, translated from dutch to english: I have been in contact with you before about a needle breaking off while injecting a cat. This has just happened again, and I was just able to remove the needle from the cat. It is again the same type of needle.